Manufacturer narrative:
Product not returned.

Event description:
Customer claimed she used the product one time and it was shot, the bristles came off while she was using it. She doesn't have the brush any more but she has what was left in the bag.